Event description:
The cleared volume, date and time display will not correct the time for daylight savings or for eastern standard time automatically. The time in the pump can only be updated by stopping the delivery of the IV. This can not be completed in a day. There is the possibility of a nurse to make a charting error if the time info comes from the pump. This problem is in all colleague pumps. Baxter has been aware of this issue by the rptr in 2002.